Event description:
It was reported by the customer that transray plus 35cc did not pass through the original sheath and became stuck, so the sheath was replaced with a terumo 8fr-10cm and reinsertion was attempted, but the balloon membrane had already loosened and could not pass through the sheath hub, so another trp3546 was used and inserted, and iabp treatment began. The issue occurred during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d4 (exp date and UDI), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d4 (lot), d10, h6 (medical device problem code) revert d6a and d6b to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.